Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. During a post-operative visit, it was observed that the lens was sitting a little inferior with small pupil although the surgery was uneventful. The surgeon plans to possibly reposition the iol. Additional information has been requested.